Event description:
It was reported, the patient's stimulation has been ineffective since july 2014. Reportedly, surgical intervention was undertaken, explanting the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was not confirmed. The returned lead was damage during the explant procedure and could not be fully analyzed. However, there was nothing observed that would have contributed to the report of ineffective stimulation prior to explant. It was concluded from the event details that the ineffective stimulation was not related to the returned product. The patient reported that they feel the stimulation in all the right areas and it is strong but it is not helping to relieve the pain. The event details also stated that the patient will be having back surgery (not related to the product) for which they require a MRI. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.